Manufacturer narrative:
(B)(4). Separated condition confirmed. Visual examination of the unit revealed the coil cap separated from the lv cover. The root cause could not be determined. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit in an unopened overpouch for evaluation. Visual examination of the unit confirmed that the red coil cap separated from the large volume (lv) cover and revealed that the cover and bottle were warped. The root cause was determined to be exposure to high temperature during shipping/transit. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter received a report that one (1) infusor was received with the coil cap separated inside the packet. There was no report of patient injury, involvement, or medical intervention. No additional information.